Manufacturer narrative:
Additional information: h3, h6. H10: one actual sample was received for evaluation. A visual inspection with the naked eye noted a silicone tubing separated from the female connector / main body. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the dark blue female connector of a peritoneal dialysis (pd) transfer set separated from them the main body. This event occurred during use of the device for pd therapy. To resolve the issue, the transfer set was replaced. There was no report of patient injury, or medical intervention associated with this event. No additional information is available.